Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one catheter, with a crack on the threads of its venous luer adapter. There appeared to be no other abnormalities with the device. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before preparing for dialysis, a connector breakage (cracked) was observed. There were no other products being utilized with the device. There was no excessive force used on the device. There was no leak. Tego was not utilized. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. Flushing was done, and the result was a cracked connector observed before connection. Iodophor was the cleaning agent used on the device. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was repaired. The procedure was completed after the remedial action was performed. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.